Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat#502-11-52e; lot#41378801, 6.5 cancellous bone screw 30 mm; cat#2030-6530-1; lot#mke894, secur-fit max 132 hip stem #7; cat#6051-0730s; lot#mkpjxw, c-taper cocr lfit head 36 mm/+2.5 mm; cat#06-3625; lot#mkkaxl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's mother called stating that her son had a left hip replacement on (B)(6) 2012. Patient started experiencing pain on or about (B)(6) 2017.